Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise and insulation damage on the right ventricular (rv) lead. No changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156017.